Event description:
Unable to bear weight [weight bearing difficulty]; limited rom [joint range of motion decreased]; left knee pain [aching (l) knee] ([pain aggravated]); swelling [joint swelling]. Case narrative: initial information received on 21-may-2019 from united states regarding an unsolicited valid serious case received from a lawyer. This case involves a (B)(6) years old female patient who experienced unable to bear weight, limited rom, left knee pain and swelling, after she used the medical device of hylan g-f 20, sodium hyaluronate (synvisc one). (Latency: unknown). Her past medical treatment included synvisc one. Her past medical history, vaccination(s) and family history were not provided. On (B)(6) 2017, the patient took hylan g-f 20, sodium hyaluronate injection at the unknown dosage for unknown frequency via unknown route (lot-unknown; information on batch number provided) for unknown indication. It was reported that since the injection she had left knee pain and stated no problem in the past with injections but noticed swelling and increased pain. It was also reported that patient was unable to bear weight and presented with crutches. Patient also had limited rom. Final diagnosis was swelling, left knee pain, limited rom and unable to bear weight. Corrective treatment: crutches for unable to bear weight; not reported for other events. Outcome: unknown for all the events. Seriousness criteria: disability for unable to bear weight. A product technical complaint was initiated and results were pending for same.

Event description:
Unable to bear weight [weight bearing difficulty]. Limited rom [joint range of motion decreased] . Left knee pain [aching (l) knee] ([pain aggravated]). Swelling [joint swelling] . Case narrative: initial information received on 21-may-2019 from united states regarding an unsolicited valid serious case received from a lawyer. This case involves a 51 years old female patient who experienced unable to bear weight, limited rom, left knee pain and swelling, after she used the medical device of hylan g-f 20, sodium hyaluronate (synvisc one). (Latency: unknown). Her past medical treatment included synvisc one. Her past medical history, vaccination(s) and family history were not provided. On (B)(6) 2017, the patient took hylan g-f 20, sodium hyaluronate injection at the unknown dosage for unknown frequency via unknown route (lot-unknown; information on batch number provided) for unknown indication. It was reported that since the injection she had left knee pain and stated no problem in the past with injections but noticed swelling and increased pain. It was also reported that patient was unable to bear weight and presented with crutches. Patient also had limited rom. Final diagnosis was swelling, left knee pain, limited rom and unable to bear weight. Corrective treatment: crutches for unable to bear weight; not reported for other events. Outcome: unknown for all the events. Seriousness criteria: disability for unable to bear weight. A product technical complaint (ptc) was initiated on (B)(6) 2019 for synvisc one. Batch number unknown, global (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. All finished batch records for specification conformance prior to release were reviewed as per the requirement. Any out of specification result need to be identified and mitigated through the ncr process. Adverse event reports with or without lot numbers were continuously monitored by sanofi global pharmacovigilance and epidemiology and possible associations with their corresponding product lot were assessed as part of routine safety surveillance effort to detect safety signals. Final investigation complete date was 30-may-2019. No safety issues were indicated in this review. Additional information was received on 30-may-2019. Global ptc number and ptc results were added. Clinical course updated. Text amended accordingly.